Event description:
Caller reported an undosed blood glucose result of lo, which on the active s system indicates a result less than 10 mg/dl. The customer had not yet applied blood to the strip. She removed, reinserted, dosed same strip and received blood glucose result of 167 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.